Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found 3d would not spin during navigated surgery. Log files indicated the mobile view station (mvs) and image acquisition system (ias) confirmation messages not in sequential order. A replacement computer was ordered and sent to site. The fse replaced the mvs computer and, performed navigated spins, could not recreate issue, system check out performed and functioned as intended. System put back into use. Computer was sent back to manufacturer for evaluation. Confirmed reported problem "3d spins failing." Mvs computer failed bench testing due to database error displaying "an error has occurred that may have damaged the systems data base." Corrupted imaging system application causing database error. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported that the log files indicated that the mobile view station (mvs) computer was not sending out confirmation messaged during the 3d spin from the imaging system. There was no patient present when this issue was identified.